Event description:
A report was received that a patient was explanted due to an infection at the pocket site. The patient experienced drainage at the pocket site, and the incision had opened up. The patient was prescribed oral antibiotics and is reportedly doing well.